Event description:
Customer reported to beckman coulter, inc. (Bec) that the ion selective electrode (ise) analytes were failing calibration back-to-back since customer performed daily maintenance on the unicel dxc 600i synchron access clinical system. Customer reported that they tried flushing the modular chemistry (mc) sample probe as a troubleshooting measure. After flushing the probe, the customer "homed" the instrument or return the instrument to the standby position and "ise smart module" errors were generated. Customer reported that the mc sample probe had a slow drip which was detected by placing a kimwipe tissue under the probe. There was no report of erroneous results generated or reported outside the laboratory. There was no report of adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found smart module 63 failed to boot. The fse replaced smart module 63 per established procedures. The analyzer powered up without errors after replacement of smart module 63. The fse did not observe any dripping from the mc sample probe after replacement of the smart module. To date, customer has not contacted bec regarding any dripping from the mc sample probe or the analytes failing calibration.

Manufacturer narrative:
(B)(4).